Manufacturer narrative:
An approximation as only the year and month have been reported.

Event description:
It was reported that patient underwent a revision surgery with exchange of left tibial base plate and articulary insert due to loosening of the baseplate. Per report the tibial base tray was found to be loose with no cement on the underside of the tibial base tray.

Manufacturer narrative:
(B)(4).